Event description:
The customer reported that twice during case, the system required a reboot and then stopped during reboot. The system displayed "generator and monitor not compatible." The system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.